Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was functioning appropriately.

Manufacturer narrative:
Concomitant medical products: 694765 lead; implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves consistently. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the ra lead exhibited under-sensing, gradual increase in thresholds and the physician suspects the ra lead may have dislodged based on x-ray imaging. The ra lead remains in use.